Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported low blood glucose symptoms with a result of 11.5 mmol/l obtained on the mobile system. The customer self-treated with lucozade; 7 minutes later she tested 3.9 mmol/l on the mobile system, which was consistent with her low blood glucose symptoms. No adverse event related to the device was reported. Requested return of suspect device.